Manufacturer narrative:
The device history record of batch number (B)(6) was reviewed and there were no issues or discrepancies found that could relate to the reported complaint. No non-conformance reports were originated for the lot in question. The DHR shows that the product was assembled and inspected according to specifications. The sample was received, however, the investigation results were not complete at the time of this report. A follow-up report will be submitted upon completion of the investigation.

Event description:
The complaint is reported as: the end of the circuit cracked during use. No patient injury was reported.